Manufacturer narrative:
Investigation summary on (B)(6)2020 , the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection the device revealed no physical damage. Investigation summary it was reported that a female patient underwent an ablation procedure on which two (2) thermocool® smart touch® sf bi-directional navigation catheters were used, and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, one of the thermocool® smart touch® sf bi-directional navigation catheters (lot # 30320369l) had a broken wire and could not be deflected in one position. During the mapping phase, the patient went into cardiac tamponade. Ultrasound was used to confirm the effusion, and pericardiocentesis was performed to remove an unknown amount of fluid from the pericardial space. It is unknown which of the two thermocool® smart touch® sf bi-directional navigation catheters were involved at the time of the adverse event. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is unknown. The device was visually inspected, and it was found in good condition. The temperature was tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. An irrigation test was performed connecting the catheter to the cool flow pump and no alarms or errors were noticed during the test. However, during the patency test, it was noticed that the distal part of the dome was occluded. For this reason, the catheter was dissected, and reddish-brown material was found inside the dome. Magnetic sensor functionality was tested on carto, and the catheter failed, error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found, and it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device with lot number 30323963l, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The root cause of the internal failure of the sensor cannot be determined. The root cause of reddish-brown material on dome cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure on which two (2) thermocool® smart touch® sf bi-directional navigation catheters were used, and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, one of the thermocool® smart touch® sf bi-directional navigation catheters (lot # 30320369l) had a broken wire and could not be deflected in one position. During the mapping phase, the patient went into cardiac tamponade. Ultrasound was used to confirm the effusion, and pericardiocentesis was performed to remove an unknown amount of fluid from the pericardial space. It is unknown which of the two thermocool® smart touch® sf bi-directional navigation catheters were involved at the time of the adverse event. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is unknown. Transseptal puncture was not performed during the case. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were 3 mm, 3 sec, 25 % time, 3 g. Respiration was used as an additional filter with the visitag module. The color option used prospectively was time. The flow was set at 8 ml/min while ablating with < 30 watts and 15 ml/min while ablating with > 30 watts.